Manufacturer narrative:
The suspect device was returned for evaluation. Upon evaluation, out of 4 stopcocks in the kit, 1 dtx stopcock housing returned with crack. The possible factors involved could be due to the molded-in stress presence in the housing and residual stress due to manufacturing processes. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
Prior to use, a crack was observed on the stopcock component of the device. The device was replaced with another unit from the same lot, which functioned without issue. No patient injury was reported.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.